Manufacturer narrative:
The investigation determined that non-repeatable falsely elevated vitros trop I es results occurred from two different patient samples processed on the vitros eciq system. Vitros tropi es precision testing demonstrated the vitros eciq system was operating as expected. There was no evidence found to suggest an analyzer or reagent malfunction contributed to the higher than expected results. The investigation confirmed that the two samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.

Event description:
The customer observed non-repeatable higher than expected vitros tropi es results from two different patient samples processed on a vitros eciq immunodiagnostic system. For the sample from patient 1, a vitros tropi es result of 0.128 ng/ml vs. A correct result of 0.019 ng/ml was obtained on (B)(6) 2011. For the sample from patient 2, a vitros tropi es result of 0.176 ng/ml vs. A correct result of <0.012 ng/ml was obtained on (B)(6) 2011. Both results were detected and not reported from the laboratory. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. There was no allegation patient harm. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).